Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.